Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 137 mg/dl last night but that it increased to 553 mg/dl by morning. The customer treated via manual insulin injection. The customer attributed the hyperglycemia to miscalculating his carbohydrates. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.